Event description:
The call light over head page did not operate to notify staff of code blue. The software had been tested 30 days prior. It was noted after the code by the nursing supervisor and other staff that they didn to hear an overhead page of the code blue. The rn supervisor nearby entered the room when she saw the outside siren light flashing. After the event, the supervisor was asked by the aoc to test several rooms to see if the pager system was working and it was not.